Event description:
Biomed, states that the user facility was using a mercury medical adult CPR bag, p/n: 10-55701 and npb peep valve, p/n 135138-00. The user facility reported: "while pt was on a ventilator, respiratory therapy responded to a "severe occlusion" alarm. The nursing staff and rt began bagging the pt but experienced difficulty due to what they thought was an obstruction. The pt then coded. After an undetermined amount of time of use, the peep (positive end expiratory pressure) valve was removed and a burst of air came from the pt. Respiratory therapy was then able to bag the pt, although unsuccessfully. The user facility also reported that the peep valve assembly demonstrated an occlusion. They state that "the internal valve mechanism was in a stuck position at the +20cm/h2o mark".